Event description:
It was reported that during procedure that there was difficulty to remove set screw from the header of the implantable cardioverter defibrillator (ICD). The physician explanted and replaced the ICD. There were no patient consequences.